Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product shows sign of repeated use and that it is fractured. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue was due to repeated use of this instrument for more than 7 years field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured impactor was found during kit inspection. There was no patient involvement. Attempts have been made and no further information has been provided.